Event description:
It was reported that the patient with this pacemaker device was found in safety mode. Technical services (ts) reviewed and stated that the device changeout should be driven by potential symptoms to current settings and increase in power consumption due to increase in pacing output voltage. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported.